Manufacturer narrative:
Device was initially received for the complaint that an error message appeared during testing. During investigation found the dso (downstream) seal was torn. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that the dso sensor seal is torn and replaced dso seal. The dso/uso sensor calibration was performed and passed all testing criteria during performance verification testing.

Event description:
It was reported that an error message appeared during testing. During investigation found the dso seal was torn. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.